Manufacturer narrative:
(B) (4). The unk voyager indicated was reported under MFR # 2024168-2010-000283. The graftmaster indicated was reported under MFR # 2024168-2010-00284. The reported pt effects of bradycardia (arrhythmias), hypotension, ischemia and perforation are known adverse events listed in the vision IFU. The remaining pt effects of cardiac tamponade and cardiogenic shock are not listed in the product IFU, these are effects of the reported perforation. Article: edo, kalvski, et al: "massive coronary perforation and shock; from appropriate labeling to appropriate calls." Published, informa healthcare, acute cardiac care, 2009; ii:181-186.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: perforation requiring intervention. Device issue: no device malfunction has been reported. The following event was noted through a periodic article review. The pt was admitted with unstable angina complicated by sustained ventricular tachycardia. The pt underwent cardiac catheterization which revealed two lesions within the mid and proximal right coronary artery (rca), lesions to the proximal, mid and distal left anterior descending (lad) artery, and an ostial circumflex lesion with estimated 50% stenosis. The cardiac surgeon recommended percutaneous coronary intervention to the rca. Pre-dilatation was performed on the proximal and mid rca lesions with a 3.0 x 20 voyager balloon. After balloon dilatation, a mid-distal dissection and proximal haziness were noted. The mid rca was stented with a 4.0 x 28mm vision stent with good results. The proximal rca was stented with a 3.5 x 23mm vision stent. Immediately after stent deployment, the pt went into shock, hypotension and bradycardia. Contrast injection revealed a grade iii coronary perforation: blood emerging from the multiple perforations in the proximal rca via the proximal stented segment into the pericardial space. The pt went into cardiac tamponade and cardiogenic shock instantly. The pt received 1 mg of atropine and 32 ug bolus of noradrenaline followed by a drip and 30 mg of protamine sulfate IV. A 3.5 x 20 voyager balloon was immediately advanced into the rca and inflated to occlude the perforated vessel. The voyager was deflated and removed after occlusion was confirmed. A jostent graftmaster 4 x 19 was then deployed in the proximal rca. The bleeding was reduced significantly, but not completely. Due to the prolonged ischemia, the pt was profoundly hypotensive. An intra-aortic balloon counterpulsation (iabc) was initiated. The pt was intubated and a chest tube was inserted. The moderate amount of pericardial blood was drained surgically, via a pericardial drain, from the pericardial space. Repeat visualization of the rca and left coronary artery confirmed absence of bleeding from either the rca or the collaterals. Heparin was restarted. The pt was transferred to the coronary care unit and the vitals were stable. Five hrs later, the iabc was removed and heparin was discontinued. Three days post procedure, the pt was weaned off the ventilator and the chest tube was removed. The pt's peak troponin I was 5 and cardiac function was back to baseline. The pt was discharged home asymptomatic, seven days later without any further complications or sequelae. There is no additional info available.